Event description:
It was reported the pt's stimulation was auto-reducing. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming around the invalid contacts resolved the issue temporarily; the pt reported the issue recurred one hr later. It was reported the pt plans to consult with her surgeon regarding the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.